Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface cpu pcb. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).